Event description:
In the process of using this device it sits on top of an incubator the device has distorted the canopy of the incubator in the pattern of the lights on the device.

Manufacturer narrative:
Investigation results and findings (natus complaint ref. # (B)(4)) update 06th may 2020. The suspect product was not returned for evaluation therefore it was not possible to confirm or dispute the failure mode as reported at this time. Due to the fact that no product was returned for evaluation , a physical evaluation of the suspect unit could not be conducted at this time. The true root cause of this failure mode could not be established at this time. The customer did not respond to any follow ups that were made by tsr to return the suspected unit back for analysis. This complaint is being closed out on the basis of no product being returned for evaluation. This complaint does not identify a product deficiency and therefore no CAPA is required. Complaint histories are reviewed routinely per quality system requirements.

Event description:
In the process of using this device it sits on top of an incubator the device has distorted the canopy of the incubator in the pattern of the lights on the device.

Manufacturer narrative:
Update 06th april 2020. Root cause investigation details pending.

Manufacturer narrative:
Initial investigation results & findings: product examination and functional testing: the suspect product was requested for return for examination and evaluation on 03/30/2020. CAPA & complaint trending review: there are no CAPA's related to this issue and no complaint trends have been identified. Risk management file review (product and event): per (B)(4) rev b (neoblue compact system risk analysis & risk management plan), hazard ID [sra-030] addresses the risk associated with the reported failure with a severity of 2 and risk rating of low. Potential cause: device enclosure suffers damage due to applied external force (impact, drop, etc). Control measure(s) / comments: design - unit meets 60601-1, clause 15 and iec 60601-2-50, clause 201.9.8, mechanical strength. The complaint does not indicate a potential new failure mode, a new harm, or change in severity and/or probability of occurrence, and therefore a product risk review is not required. DHR review: no device history review is required as the device was in service for more than 2 years and a manufacturing defect is very unlikely. Service record review: service records for the last two years were reviewed, no previous records related to this unit were found.

Event description:
In the process of using this device it sits on top of an incubator the device has distorted the canopy of the incubator in the pattern of the lights on the device.